Manufacturer narrative:
(B)(4). Batch #: u94g1t. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot /batch.

Event description:
It was reported that during a total laparoscopic hysterectomy, the surgeon was firing the energy with the jaw open and closing it. She advanced the blade on closing. She released the cut button and it would not bring the blade back. The jaws were fairly dirty. A new energy device was opened. The procedure was completed successfully. There were no patient consequences.